Event description:
It was reported that the customer was hospitalized due to ketones and hyperglycemia. It was reported that the customer's blood glucose levels were over 300 mg/dl. Troubleshooting could not be performed at the time of the phone call. The customer's nurse stated that she will have the customer call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.